Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was requested, and the following was obtained: in the event description it states "malformed staples again", please clarify if this happen twice during the same procedure or if it happen during different procedures/patients? Have experienced this multiple times with this device but has occurred during different patient/ procedure. If yes, could you please clarify if the product issues that have occurred been reported to customer quality? Yes. If yes, do you have the complaint submission numbers (pc numbers)? Were any staples delivered into the tissue at all? Yes, some have but there are malformed staples and some goalpost staples visible under scope in the anastomosis. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? A mixture of all 3. I will provide scope images when received. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Inner I will update with scope image when received. Is the current patient status known? Patient still passed the leak test but ongoing monitoring as the anastomosis is now being held together by one staple line in some areas. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No change but surgeons is clearly apprehensive about the risk to patient health and agitated due to repeated malformed staples with the device across the specialty.

Manufacturer narrative:
(B)(4). Date sent 5/5/2025. D4 batch #252d68. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was not present and there was no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on a test anvil. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 252d68, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the staples were malformed staples.

Manufacturer narrative:
(B)(4). Date sent 3/6/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the event description it states "malformed staples again", please clarify if this happen twice during the same procedure or if it happen during different procedures/patients? If yes, could you please clarify if the product issues that have occurred been reported to customer quality? If yes, do you have the complaint submission numbers (pc numbers)? Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.